Manufacturer narrative:
Corrected data: further follow-up noted that event date in the initial report was incorrectly noted as feb.13, 2023 when it should be feb. 14, 2023. Also implant date was incorrectly noted as feb. 13, 2023 when correct information should be (B)(6) 2023. Additional information: also, additional information received that the event occurred while iol was partially inserted, nevertheless it was still implanted, then was explanted. Because of this "type of reportable event" is update from "malfunction to serious injury". It was unknown if incision was enlarged, if there was vitrectomy or sutures done. Patient outcome was also unknown. No other information was provided. The doctor's first/given name is morgan. Patient identifiers provided as initials kc, dob: (B)(6) 1950, 72 yrs. Old, female. This report is to submit correction and additional information. The following fields are updated: section a2: age and date of birth: (B)(6) 1950. Sectiona3: gender: female. Section b1: report type: adverse event section b2: outcome attributed to adverse event: required intervention to prevent permanent impairment/damage. Section b3: event date: (B)(6) 2023. Section d6a: if implanted, give date: (B)(6) 2023 section d6b: if explanted, give date: feb. 27, 2023. Section e1: complaint reporter first/given name: (B)(6) section h1: type of reportable event: serious injury. Section h6: health effect - impact code: 4629 (explant) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: mar. 20, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint lens revealed that the lens was received cut into three pieces (one missing), and with a detached haptic. The lens was cleaned and, damage to the spare tire of the lens could be identified as. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint or observed issues could be identified. The intact haptic was measured for haptic thickness and haptic width and confirmed that the haptics were manufactured within specification. The complaint issue " dc-haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight,and ethnicity: unknown/ not provided. Asku. Explant date: if explanted, give date: not applicable, as lens remains implanted. Complaint reporter first name: unknown/not provided. Device evaluated by MFR: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of an intraocular lens (iol) was off during implantation/application. But surgeon positioned it differently to use the lens but wanted to file complaint. The iol remains implanted. Through follow up it was learned that there were no vitrectomy, suture, or larger incision. No other information was available.